Event description:
It is reported that the devices were implanted in 2002. The femoral stem fractured post-op. The devices were revised five year later.

Manufacturer narrative:
Evaluation summary: the competitor's head was used. Outcome of using non-zimmer devices with zimmer devices cannot be predicated. Exact cause for current situation is unk. Stem is fractured at junction with taper body. Splines on stem are deformed. Remaining stem portion & compression nut are retained in taper body. Ceramic femoral head is locked on taper body. Scanning electron microscopy analysis shows part of fracture surface had deformation or deposits in post fracture condition that masked the fracture surface features. Deposits showed ca & p in spectrum indicating bone particles. Fracture origin/beach marks indicate fracture may have originated by fretting & propagated by fatigue. Energy dispersive spectroscopy analysis showed ti, al, & v elemental peaks typical of tivanium alloy. The devices meet dimensional specification where measured.